Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and extremely tortuous mid left anterior descending artery. "The lesion shap was like the letter z." A 2.75x20mm quantum maverick monorail balloon had difficulties crossing the lesion, however, it was able to be dilated. After stenting, the balloon was used for post dilatation and on the second inflation it was inflated for several seconds and ruptured at 14 atmospheres. The balloon was removed intact. The procedure was completed with another device. The patient status is good with no complications reported.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context, due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.